Manufacturer narrative:
The returned implants will be investigated. Should add'l info become available, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that during the primary surgery, an allofit shell was inserted with a standard inlay. Afterwards, the stem was prepared. It was noted during the test repositioning that the head luxated out of the shell. As the surgeon wanted to place the inlay but it didn't work and the surgeon attempted to remove the inlay but, was unsuccessfully and at the end, the inlay was removed. By this removal, the acetabular positioning was damaged and a new shell had to be implanted. The surgery was prolonged.